Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic pulmonary valve, the was contaminated upon opening from the box. The valve contained some particulate of unknown dust, and was replaced for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned via fedex inside its original packaging and jar, filled with clear solution. The serial number tag was not returned with the valve. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. The lid was removed. White particulates were found in the jar. The jar edge was found to have gasket material on it. The gasket showed signs of damage and peeling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.